Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 57,64 and 287 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury.